Event description:
It was reported when using the bd pyxis¿ es server, numbers of order was delayed. The customer reported that the malfunction resulted delay in dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were delayed. A technical support specialist found that the issue was caused by a delay in the cce sending messages to the es server, which was traced back to insufficient memory allocation on the cce database server. Worked with the customer to increase the memory allocation, and after several weeks of monitoring, no further message receipt delays were observed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ es server, numbers of order was delayed.the customer reported that the malfunction resulted delay in dispensing of the medication.there were no adverse events or injuries reported based on this incident.